Event description:
It was reported that there was premature battery depletion. The reporter stated that the patient did not feel stimulation. The product was explanted on (B)(6) 2012. It was reported that pain was a symptom of the event. It was unclear if the pain occurred before or after the explant. It was noted that there was no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis for stimulator (B)(4) revealed no significant anomaly. The results showed it was at normal end of life.